Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated back and flanks with coolsculpting may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
H11: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of MFR report number 3007215625-2022-00669.

Event description:
This is the same event and same patient already reported under MFR report number 3007215625-2022-00669 (B)(6).